Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1860 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. The patient had a medical history of menorrhagia, pelvic pain female, anaphylaxis, miscarriage, parity 4, multigravida, depression, gestational diabetes, covid-19, vaginal yeast infection, candidiasis, drug allergy, itching, vaginal discharge and vaginal bleeding. Previously administered products included: depo provera and diflucan. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1860 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: diagnosis: fallopian tube, right, salpingectomy: segment of fallopian tube with no significant abnormality. Within the lumen is a silver coiled wire consistent with an essure coil. Fallopian tube, left, salpingectomy: segment of fallopian tube with no significant abnormality. Within the lumen is a silver coiled wire consistent with an essure coil. Endometrial curettings: late proliferative early secretory endometrium. No atypia, hyperplasia or malignancy. Specimen source: right fallopian tube; left fallopian tube. Endometrial curettings. Clinical information: diagnosis/clinical information: sterilization; excessive and frequent menstruation procedure/source: laparoscopic bilateral salpingectomy for essure removal and endometrial ablation. Gross examination: "right fallopian tube and essure" is a 6.5 x 1.5 x 1.0 cm purple fimbriated fallopian tube. Also present in the fallopian tube and extending from the non-fimbriated end is a 5.3 x 0.3 cm coiled metal wire. "Left fallopian tube and essure" is a 6.5 x 1.4 x 0.9 cm tan purple fimbriated fallopian tube. Also present within the tube and protruding out the non-fimbriated end is a 7.5 x 0.3 cm silver coiled metal wire. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report added. Medical history added. Lab data added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2020, 1860 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.